Manufacturer narrative:
Results: quality engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon investigation completion. Eval summary: quality assurance analysis revealed that the dilation catheter was returned with blood and contrast visible in the balloon and in the inflation lumen. The balloon was loosely folded. There was a longitudinal rupture in the balloon at the proximal taper for a length of 8 mm distally. There was no other damage noted to the dilatation catheter. The device was sent to the scanning electron microscopy (sem) lab for further investigation. Quality engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon investigation completion.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that when the balloon catheter was delivered to the lesion and was pressured to 16 atm, the balloon burst. No additional event or pt info is available.